Event description:
My (B)(6) old daughter has been having recurring issues with her insulet omnipod insulin pump with recurrent premature failures requiring us to replace her pump early on multiple occasions, this frequency is increasing over the last 4 months. We have been in contact with insulet technical support and the product quality control person but they have not escalated this issue to engineering in a timely manner to help us avoid these pump failures. These recurring pump failures have caused her glucose to go up since the pump delivers the insulin into her subcutaneous tissue. In addition to dealing with unsafe levels of high glucose she is also subjected to pain with each pump change which emotionally has been very challenging for her and the entire family as she is now developing emotional distress with each beep that she hears as she is now getting conditioned to long beeps being associated with premature pump failures as well as worsening fear associated with pump changes given the pain associated. Recurrent pump failures can also be life threatening in traveling situations. We have reported these issues to insulet, they have asked us to send back several pumps but they have not expediated and provided any guidance on how to avoid these recurrent pump failures. I am concerned these pump failures may be related to exposure to mild amount of static electricity for example from clothes or rubbing her body against her bed or couch. Her most recent pump failure occurred today while she was simply sleeping on the opposite side of her body where the pump was located.